Event description:
Patient with acute appendicitis having laparoscopic appendectomy when filter from 12 mm disposable core dilating trocar broke apart inside the abdominal cavity. It was retrieved without difficulty and patient recovered nicely, discharged home a few days post operatively.